Event description:
Consumer called stating that the tires on his 9xt manual wheelchair are allegedly coming apart in pieces, crumbling. The consumer purchased the wheelchair at a flea market 5 years ago. Invacare referred him to dealers in his area. No injury alleged. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9xt, serial number/date code (B)(4) is approximately 14 years 7 months old. The owner's manual part number 1056953 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the tires on his 9xt manual wheelchair are allegedly crumpling into pieces. The wheel chair is approximately 14 1/2 years old, but the consumer purchased from a flea market approximately 5 years ago. The consumer has been referred to dealers in his local area for replacement tires. The malfunction has not been confirmed.